Event description:
Issue was reported regarding a charging problem with the pump, although there was no leading to a shutdown or inability to turn it back on. There was no adverse impact to the customer¿s blood glucose level. After confirming the original charging supplies were used, the pump began charging again after being connected for at least 30 minutes, and no further assistance was necessary.